Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2025-00503. All information can be found under manufacturer report number 8010182-2025-00503. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6). The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex set, blood entered "into the filter" and the pressure sensor had to be replaced. Treatment was discontinued and the blood was returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.